Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113. Investigation of 15feb2017 is still valid. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Correction to description of event: the second extension device is corrected from "esbe-26-80-t pf-d" to "esbe-28-80-t-pf-d".

Manufacturer narrative:
(B)(4). Catalog#: zteg-2pt-38-28-199-pf. (B)(4). Summary of investigational findings: the physician reported that paraplegia occurred after tevar was performed on the patient. Unfortunately the cause or contributing factors of the reported paraplegia cannot be determined at this time as axillo-axillo bypass and spinal drainage were performed after the tevar. With the information provided there is no evidence to suggest that a design or process induced failure of the complaint device resulted in the paralysis. However, paraparesis is a known risk associated with coverage of left subclavian artery and addressed in the instruction for use sent with the device. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: (B)(6) 2016: a (B)(6)-old male patient underwent tevar for stanford type b aortic dissection in the acute stage (within 27 hours from the start of the dissection). Approach was gained from the right fa. The patient was suitable for the procedure. The devices were placed from distal to proximal site; esbe-26-80-t-pf-d just above the ca, then esbe-26-80-t-pf-d, then esbe-26-80-t-pf-d, then zteg-2pt-38-28-199-pf just below the left common carotid artery, then gzsd-46-164-2 to the terminal aorta with an overlap with 1 stent of the esbe-26-80-t-pf-d. When zteg-2pt-38-28-199-pf was placed to close the main entry, vasopressin was administered and the blood pressure temporarily rose up to 140 though, it did not become stable and remained below/above 100. The tevar was finished successfully without endoleak, then after the tevar, axillo-axillo bypass and spinal drainage were performed to prevent paraplegia since the entrance of the left subclavian artery was closed by the device. After the procedure, the patient returned to ICU without extubation because spo2 was low (below/above 90). On (B)(6) 2016 (on the day of procedure): paraplegia was confirmed post procedure. The paraplegia was not improved on the next day and even 2 days after the procedure. Patient outcome: the paraplegia was not improved on the next day and even 2 days after the procedure.